Event description:
Customer reportedly received results of 276 mg/dl and 119 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. Customer took novolin n after testing 276 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.